Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a guidewire was passed through the lesion, a 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc balloon catheter. There were no patient complications reported.